Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387s-40, lot # va016ww, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # v863381, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
The patient was not able to adjust stimulation. The ¿call your doctor¿ icon displayed. Upon interrogating the implant, an out of regulation (oor) condition was found. The patient tried increasing the stimulation up 0.05v , 3.40v to 3.45v, per instructions from the hcp. The upper limit was set at +1v and lower limit was -10.5v. When the company representative went into limits, it was found that the upper limit was 4.05v and lower limit was 0.0v with patient set value at 3.40v. The device was programmed at 3.40v, 90pw, 180hz, 1.4ma, using 0+2-, group impedances were 2520ohms, c1 2593ohms, c2 222ohms, c3 3038ohms, 13 5886ohms. The left ins battery was at 2.90v. The patient did not report any return of symptoms, she just came in for the oor message. It was later reported on (B)(4) 2013, that the impedance tests were higher than normal. The voltage was increased to 3.65v. The patient was supposed to increase 0.05v twice a week. It was clarified that the oor message displayed when the patient increased her device 0.05v. Some of the higher impedances were: c1 2148, c3 3246 0-3 4000, 13 5557 and 23 4292. The therapy measurement was 2879ohms with 1.23ma, but after changing positions the impedances were 2381ohms, 1.591ma. It was noted that the ins was more lateral towards the breast/armpit due to the patient being very thin. The amplitude was able to be programmed without the oor message by toggling over to the battery screen and then coming back to amplitude screen and adjusting up. It was clarified that the oor message was not seen today but the oor message was seen last week. The most recent oor was on (B)(4). Impedances were then tested, all on contacts 0 and 2, when she was sitting back and then leaning forward, the impedances were: 4416ohms, 7187ohms, 2268ohms, 2257ohms. Additional information has been requested. Reference manufacturer report# 3004209178-2013-21268.

Event description:
Additional information received clarified the issues were isolated to the patient¿s left implantable neurostimulator (ins). This event only applies to MFR report # 3004209178-2013-21268.

Event description:
It was further reported no interventions were performed for the high impedances. It was noted the impedances were being monitored. It was reported the patient was receiving therapy and they are able to make adjustments with the patient programmer.

Event description:
The patient programmer (pp) was not able to adjust stimulation. The "call your doctor" icon displayed. There was an out of regulation (oor) condition. The oor message displayed when adjusting the amplitude on the pp. The company representative reported on 11/04/2013 that the electrode impedance and therapy impedance was within normal ranges. No short circuit was found. No malfunctions determined. Impedances are followed at regular visits. The battery pocket may be manipulated at the future checks to see if the oor message repeats or to discover out of range impedances. The patient was receiving therapy, the oor message on the pp resolved and the voltage was able to be increased.